Event description:
Caller reported a malfunction on the pump, which led to the customer's blood glucose level reaching 572 mg/dl. No action had been taken by the customer to address the high blood glucose level at the time of the report. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.